Event description:
Reporter indicated that vns pt passed away due to pneumonia. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to confirm the cause of death. There is no evidence at this time that the ncp system caused or contributed to the reported event.

Event description:
The concomitant device was also returned and analyzed. No anomalies were noted during visual inspection and no discontinuities were identified via electrical testing. Continulty check using a multimeter was performed. Continuity check did not identify any discontinuities on the portion of the lead returned. The condition of the portion of the lead that was returned was consistent with conditions that typically exists following an explant procedure.

Event description:
Product analysis summary: the pulse generator met electrical test specifications. There were no visual anomalies identified or observed. The pulse generator did not show any condition that would have contributed to the pt's death.